Event description:
It was reported the patient underwent surgical revision of the lead due to a change in the stimulation. When the physician went in for the procedure, it was noticed once of the anchors had separated totally (metal sleeve from silicone), and the second anchor separated upon it being handled for the revision. The second anchor was clearly loose prior to it being handled. It was not known how suturing was done on the initial lead placement. Additional information has been requested, but was not available on the date of this report.